Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.

Manufacturer narrative:
It was reported that the patient experienced infection and skin overgrowth at the abutment site and was treated with steroids and topical antibiotics. The connect the attract was performed on (B)(6) 2018. This report is submitted on november 12, 2018.